Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows 1870 error. Functional testing found a defective downstream occlusion (dso) sensor and defective air detector. However, the primary problem was an issue with a defective motor. The motor, dso sensor and air detector were all replaced.

Event description:
It was reported that the device presented error 1870. There was unknown patient involvement. No patient harm/adverse event was reported.